Manufacturer narrative:
Software issue.

Event description:
The customer reported having issues with ECG elongating/clipping. No adverse event involving a patient or user was reported by the customer.